Event description:
A customer informed smith & nephew that their versajet unit blew fuses in an operating theatre, turning off any machinery without a battery back up. The anaesthetic was supported by a battery so it remained working.